Event description:
It was reported that device diagnostic testing resulted in high impedance reading (dc dc code - 7). The generator was programmed off and the patient was sent for x-rays. It was reported that the patient would be referred for surgery. It was reported that there was no patient manipulation or trauma that occurred that is believed to have caused or contributed to the high impedance. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.